Event description:
Customer reported erroneous high basophil% and low neutrophil% results were obtained on differential for one patient sample when using the coulter lh 750 hematology analyzer. There was an instrument generated flag with the test results. Erroneous test results were not reported out of the laboratory. The test results were determined to be erroneous when compared to a manual blood smear differential. No reports of death or serious injury, and no affect to patient treatment as a result of this event.

Manufacturer narrative:
The instrument was performing within quality control specifications. Controls were run before and after the incident and recovered within specifications. Service information was not provided. Raw data analysis was performed. The sample had abnormal cells that behaved like basophils. The algorithm generated a monocyte blast flag to identify the need for a manual differential. Root cause is for erroneous differential is unknown. There was an instrument generated flag alerted the operator to further review the sample and perform a manual differential. This reportable event was identified during a retrospective review conducted between 01/01/2008 and 10/23/2010 of complaints for additional reportable events.